Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. So far on right side, the patient was only spending 30-1 hour charging every 1-2 days, keeping ins battery level at around 25-50% full. Poor coupling of only 4 bars in 6 charging sessions. Left side: seeing 2 events where stimulation turned off (due to low battery) on (B)(6) 2017. This is usually to due to low ins battery voltage. Insr battery stats do not go back far enough to show charge level at that time. Insr stats show pt charging 25-60 mins every 1-2 days keeping battery level at 25-50% (he is closer to 75% but doesn¿t charge long enough to get there).¿ it was noted that it was unknown if the patient's device/therapy issues were resolved. The patient weight was unknown. The rep noted that they believed the battery might be turning off due to the ins charge getting too low. When this occurs, they don't realize that it has turned off (doesn't have instant/noticeable on/off effects), so it stays off for quite a while until someone later checks it and realizes that it is off, at which point they will turn it back on. The patient agreed to charge both batteries fully and then keep up the charging daily - that way their battery will be at the top end (50% - 100%) rather than bottom end when the device may turn off due to low voltage. No further complications were reported and no further complications were anticipated.

Manufacturer narrative:
Additional information noted that the patient had 2 implantable neurostimulators (ins) present during the event. See manufacturer¿s report # 3004209178-2017-23604 for concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the right ins was showing elective replacement indicator (eri) message. The eri message was seen on the patient programmer today, but when they re-interrogated the second time with the patient programmer, no eri message was seen. When they interrogated with their (B)(4), no eri message was seen. It was reported no overdischarge was done previous and no power on reset (por) message was seen. No al was performed on the insr (ins recharger). No falls or trauma were reported. Also, no eri was seen prior to today's visit on either the patient programmer or the insr. The caller reports the usage was 31% since the last visit. After interrogating device with agent: bat: 3.795v last session date: (B)(6)17 therapy on: 100% battery charged 50% observation: no message electrode impedance tested: c0: 780 ohms c1: 2173 ohms c2: 2429 ohms c3: 975 ohms 01: 2447 ohms 02: 2842 ohms 03: 1477 ohms 12: 4093 ohms 13: 2704 ohms 23: 2704 ohms the caller reported the patient was programmed with 0-3+. The patient indicated there was no difference in therapy. Back in (B)(6) 2017, the patient came into the office with their stimulation turned off. It was reported they turned the stimulation back on and had a tingling sensation in their right arm. The tingling occurred off and on. Follow-up information received on (B)(6) 2017 from the healthcare provider (hcp) via the rep reported that the patient stated that the device "turned itself off." The rep reported that the issue remains unresolved and that the ins had only been on 30% of the time, despite the patient reporting that they were charging it regularly. No further patient complications have been reported as a result of this event. Additional information was received on (B)(6) 2017 that reported the patient wanted to have their inss removed but the healthcare professional (hcp) did not want to replace them until they had more information as to what was going on. The manufacturer¿s representative met with the patient later on the day of report where they read the ins and the calendar showed the both inss was off the majority of the time. Usage on one device was 27%. The patient claimed that the ins shut off when they charged it. The patient confirmed the ins was off using the programmer and then they would turn it back on. They then felt the tingling down their right arm when the ins was turned back on but the sensation goes away after a little while. The representative stated that this was normal. Recharging statistics were obtained from both rechargers and it was confirmed the patient used both rechargers interchangeably with the inss. A summary of the report showed that out of 12 recharging sessions (6 per recharger) from the 2 rechargers showed multiple charge sessions on dates (B)(6) 2017 (1 session), (B)(6) 2017 (2 sessions), and (B)(6) 2017 (9 sessions). Three sessions had no data recorded due to either a short charge session or poor coupling. It was noted that coupling varied from 3 to 5 bars with an average charging time duration of 35 minutes (lowest: 6 minutes; highest 37 minutes). The lowest starting charge level was 3.745 volts. The ending charge level varied from 3.775 volts to 3.80 volts. There were no further complications reported or anticipated.